Event description:
Reporter indicated a dell x5 computer screen was freezing and that a pt's vns settings were changed directly following a systems diagnostics test. The screen freezing resolved after performing a soft reset. The pt's vns settings were changed back to the intended settings. The dell x5 computer and flashcard have been requested for return.